Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported stripes on the screen and no image during an unspecified procedure involving an olympus autoclavable camera head. The cause is currently unknown to the customer. There were no reports of patient harm.